Event description:
Senseonics was made aware of an incident where user reported skin irritation and inflammation at the sensor site, including itching, redness, and lingering irritation, first noticed approximately 3 weeks post-insertion. The user's hcp was aware of the event; and prescribed with an ointment. The name of the medication was not provided by the user. As per dms, user is not using the system since (B)(6) 2025, sensor removal is planed due to persistent irritation.

Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The user reported skin irritation and inflammation at the sensor site, including itching, redness, and lingering irritation, first noticed approximately 3 weeks post-insertion.the user's hcp was aware of the event; and prescribed with an ointment. The name of the medication was not provided by the user. As, per dms, user is not using the system since (B)(6) 2025, sensor removal is planed due to persistent irritation. Since symptoms like pain and bruising are a known and anticipated adverse effect, this incident does not require any further investigation.